Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the three single-port one axis controller boards, entry guide manipulator, halo link, patient side manipulator and a patient side cart motor module. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start (pre-anesthesia and prior to ports placement) of a da vinci-assisted retroperitoneal anterior partial nephrectomy surgical procedure with a single-port (sp) system, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the patient side cart (psc) was difficult to move, and there was some resistance on the wheels in manual mode. The customer also informed that the psc faulted at startup with error 32100 in standalone mode. The tse had the customer drive the psc in manual mode and connect to other components of the system; however, the psc powered on with error 32100 again when connected to the vision side cart (vsc). The customer elected to abort the procedure with sp system and continued with xi system. There was no patient involvement when the issue occurred.